Event description:
Reportedly, during lead insertion, after screwing in and removing the guide, the proximal tip (which screws into the pm) was partially damaged and bent. Electrical tests were performed, the impedance value was correct however no values were obtained for the sensing and ventricular capture threshold. The lead was removed and a new one was inserted.

Manufacturer narrative:
Summary investigation: the manufacturing process of the lead was re-investigated, and all production steps and tests had been performed according to all applicable procedures. Upon reception of the returned lead, visual inspection confirmed the reported bending of the connector pin. No other anomalies were observed. Visual inspection revealed the presence of the welding points and the glue on the connector pin, which confirmed that it was correctly fixed to the lead. Based on the quality controls in place to prevent the distribution of products with such damage, and considering the bending was not observed during the final visual inspection of the packaging nor by taking the lead. It is suspected that the connector pin was inadvertently damaged when the butterfly tool was positioned on it, most probably by a sudden movement. It should be noted that such a bending could occur if an excessive load is applied when connecting the butterfly tool to the connector pin. The physician¿s manual provides the following indication to attach the butterfly tool to the connector pin.

Event description:
Reportedly, during lead insertion, after screwing in and removing the guide, the proximal tip (which screws into the pm) was partially cut. Electrical tests were carried out and impedance was correct while no values were obtained for the sensing and the ventricular capture threshold. The lead was removed and a new one was inserted.